Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the procedure the seal on the adapter flap fell off into the trocar. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. The seal fell into the patient but was removed.